Manufacturer narrative:
(B)(4). Baxter synovis completed the investigation. Sample evaluation could not be performed as no sample was available. Batch record review was performed and no issues were identified. Suture retention results were reviewed and all measurements met specifications. Per synovis, based on the information provided by the customer, the root cause is undeterminable at this time. This is the first complaint of this nature received for this product lot. The complaint will be kept on record for trending purposes.

Manufacturer narrative:
(B)(4). Additional information was received from the user facility (dr. Nicholson) stating that upon further investigation, the customer can place no blame on the product for this failure. The customer advised baxter that he is happy to continue use the product, and has no idea what went wrong.

Manufacturer narrative:
(B)(4). Baxter medical assessment: veritas collagen matrix allows for neo-collagen formation and neovascularization of the implanted device and permits replacement of the device with host tissue, or remodeling. During the remodeling phase the resistance of the implant may be reduced, or tension may occur, which in turn may lead to veritas giving way to the fixation sutures and graft dislodgement. While it is not possible to determine weather the veritas collagen matrix itself or other surgery (extensive coagulation, tissue manipulation, the breast implant, suture material) or patient related factors have caused the hazardous situation, we cannot exclude that the collagen implant has caused or contributed to dislodgement and failure of the breast reconstruction. A follow-up report will be submitted upon receipt and evaluation of additional information.

Event description:
It was reported that veritas was involved in a incident at (B)(6). Two months after implant, it was reported the sutures have cut through the veritas and has become loose. This resulted in breast reconstruction failure. The veritas gave way to the stitches and moved away from the implanted position. The case was performed on (B)(6) 2013 by (B)(6). It was identified on (B)(6) 2013 by (B)(6). No sample available. No additional information provided.